Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of absence of insulin flow blockage from the insulin pump. The customer's blood glucose reading was 8.2 mmol/l. The customer stated that they had unusual high readings even with bolus. The customer did not receive any alerts for high readings. The customer was advised to run a self-test. The customer stated that the pump completed with no error message. The customer stated that no "insulin flow blocked" alarm occurred after force occlusion using tubing clamp. Five units were delivered and there was no insulin flowed at end of tubing. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.